Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, and excessive no delivery test. The low reservoir alarm functions properly. The unit was received with a scratched display window, a cracked display window, and a cracked case at the display window corner, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
The customer was hospitalized due to high blood glucose and diabetes ketoacidosis. At the time of the event, the blood glucose level was 500 mg/dl. Prior to the event, the customer experienced vomiting and stomach sickness. In troubleshooting, the insulin pump passed a manual prime test and a drive support cap test. The current blood glucose reading is 240 mg/dl. No further information was provided.